Manufacturer narrative:
(B)(4). Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous, heavily calcified proximal left anterior descending coronary artery. A 3.5x15mm nc trek balloon dilatation catheter (bdc) was being advanced when it felt resistance with the anatomy. Prior to crossing the lesion, the physician applied force and the distal shaft became separated. Therefore, the bdc and the unspecified guide wire were removed as a single unit without resistance. A new unspecified bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use, states: if resistance is felt, determine the cause before proceeding. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure; however, the reported shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.